Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic adrenalectomy, the generator had no alarm and it did not indicate that it was not working. The device upon first use was activated 4 times and didn¿t appear to be working but could tell if it did or did not. There was an end tone, but it did not appear to have any successful seals. Proceeded to cut and the vessel was not sealed and bled. The bleeding was between 250 cc and 500 cc, but no blood transfusion was required. There was a temporary injury because surgeon had to convert to an open procedure due to vessel not being sealed. Once opened, the surgeon was able to stop and seal the vessel. Generator was changed and the original instrument was used to complete the case.